Event description:
It was reported that a haptic broke upon inserting the at50ao iol into the pt's left eye. According to the info received, the pt was moving during implantation. Subsequently, the surgeon made an incision to remove the lens, and implanted a backup lens successfully. The pt was doing fine and the prognosis was described as good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. In the surgeon's opinion the most likely cause of the event was due to jamming of the iol in the injector.